Event description:
A doctor identified two (2) different lots of maxcem elite, which were alleged to have been associated with the cement setting up too quickly for one patient causing the doctor re-do the restoration; however, the doctor was not definitive as to the number of patients affected with regard to each lot.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the loss of the restorations, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4690551 and 4728088. Upon the patient's return visit on (B)(6) 2013, the patient had the abutment and crowns for teeth numbers 13 and 14 re-done. The doctor removed the crowns and place temporary crowns for the patient. The patient is scheduled for final cementation in a approximately three (3) weeks. To date, the patient is doing fine. The products involved in the alleged incident were not returned. The lot numbers 4690551 and 4728088 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.